Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated the on/off mode switch on the mkiv a joystick is not working all the time. Dealer stated that the joystick would turn off when the power chair hit a bump.